Event description:
It was reported the subject device was used to clean and disinfect another device, but there was still a positive culture result after cleaning and disinfection. The reported positive culture is captured in a separate emdr (emdr-(B)(4)). The reported device malfunction was discovered during reprocessing, and there is no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by the customer.

Event description:
No new information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct product information that was previously submitted. Additional information was received confirming that the subject device in use during the reported event is the oer-5. Therefore, sections d1, d3, and d4 have been corrected accordingly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.